Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that a cartridge alarm 1 occurred during basal. A cartridge change was performed resolving the issue. Customer's blood glucose level was 485 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.